Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced poor sleeve function and sample leakage from the device. This event occurred once. The following information was provided by the initial reporter. The customer stated: leaking np sleeve during use. The holder got filled with blood during sampling. Customer didn't look or check the products before use, so we dont know if the sleeve was disrupted or missing or tampered in anyway. There was no blood spill or accident due to this. Unfortunately they didnt save the broken sample and they didnt record the lot no.